Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use and that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose level was 320 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, due to a different issue that was identified (usb communication inoperable).